Manufacturer narrative:
(B)(6). A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when the device was articulated using the small knob in the counterclockwise direction. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller; there were no issues with the live image. The device was laid out straight and fully articulated in all directions. No issues were identified with the image. A guidewire and a spybite was passed through the working channel, and no issues were identified with the image. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The majority of the working channel sleeve adhered to the pebax. The working channel sleeve did not fall out. There was strong evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white imprint left by the working channel sleeve braid pattern. The complaint was not consistent with the reported event that the image was not displayed, however, it was found that the working channel sleeve extended from the distal cap when received. The working channel sleeve protrusion was most likely, due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2017.   According to the complainant, during the procedure, no image appeared when using the spyscope digital access and delivery catheter. The procedure was completed with a second spyscope digital access and delivery catheter.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.